Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that his device has not been serviced by baxter prior to this event. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a pump failure was not confirmed by baxter personnel during product evaluation. However, upon further investigation of the event history by quality engineering, failure code 570:320:654:0000 was the last problem to occur prior to device evaluation and is the determined problem. The cause was use error due to the device not being plugged in for 12 consecutive hours after a battery depleted set. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of "pump failure." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, but it is known that it occurred in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.